Manufacturer narrative:
Unfortunately no batch number is available. Therefore no batch review can be done. The user noted that the line was kinked before it snapped. On the enclosed photo, the catheter's fracture were observed to be uneven. Also, we can notice that the tube has been extended. We do not known how the line were secured on the patient's skin to avoid repetitive kinking. The most likely root cause of this event is not linked to the catheter but its conditions of use.

Event description:
The leadercath was inserted the (B)(6) and removed the (B)(6) 2018. The incident involves that the arterial line snapped 1cm away from the hub ,when the dressing was being changed, and the line migrated into the patient's artery in the arm. The vascular surgeons performed a minor producer and managed to retrieve the line and therefore, avoiding more surgery for the patient. When the dressing was being taken down it was noted that the line had a kink in it before it snapped. The line was not cut in anyway. Enclosed the photo of the arterial line. No patient outcome.